Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, unknown concentration at "0.6" mg/day dose via intrathecal drug delivery pump for non-malignant pain, chronic low back pain and spinal pain. It was reported that the pump was not working. Patient clarified it had been effective yet, and her body was not like it used to be. The healthcare professional (hcp) said it was working but possibly something went wrong or was going wrong, that they were unsure. Patient had an appointment with hcp (B)(6) 2018, and they were going to put dye through to check the system. No further complications were reported. Additional information was received from the healthcare professional (hcp) via manufacturer representative. It was reported that there was a return of symptoms. Contributing factors were unknown. A dye study was performed by the hcp, who was unable to access the pump port. X-rays were ordered. The pump was possibly flipped. The implanting hcp planned to revise the pump on (B)(6) 2018. The issue was not resolved and the patient status was "alive - no injury" at the time of this report. The concentration of morphine was 10 mg/ml. No further complications were reported.

Manufacturer narrative:
Continuation of: product ID 8780 lot# serial# (B)(4) implanted: 2018 (B)(6) explanted: 2018 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the revision was done on 2018 (B)(6). The hcp did not want to take any chances, so both the pump and catheter were replaced with a new system. The pump was confirmed to be flipped and the catheter was not in the intrathecal space where it was originally implanted. The cause of the pump flip was not determined. No further complications were reported.